Event description:
Device issue: proximal shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that the pt was hospitalized due to unstable angina and acute cardiac insufficiency. The pt received vessel active drugs. During the coronary angioplasty procedure, several attempts were made to advance the xience v 2.5 x 15 to the lesion using five extra support guide wires. However, the device did not cross the lesion and was not implanted. There were no pt effects. No add'l event or pt info is available. The analysis of the returned device identified a proximal shaft separation, which was confirmed to have occurred inside the pt during the procedure.

Manufacturer narrative:
(B)(4). Eval summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The (sds) was returned with blood in the guide wire lumen and on the balloon and stent implant, suggesting that the sds has been advanced over a guide wire and into the pt. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. This is consistent with the fact that the balloon had not been inflated and the stent had not been deployed. In this case, the kinks noted throughout the sds and shaft separation appear to be the result of pushing against resistance during the attempts to advance. If the sds is not properly supported during pushing or advancing against resistance, it may cause the shaft to kink. Once the shaft is kinked, and upon straightening, the hypotube material could separate. A review of the finished device lot history records (lhr) did not reveal any nonconforming material records (ncmr) for this lot that could have contributed to this complaint and there have been no similar incidents reported for this lot. Additionally, lot release testing results were reviewed and all samples met all mfg criteria. Overall, the reported failure to advance and subsequent shaft separation and kinks appear to be related to case circumstances. There is no indication to suggest a product quality deficiency. All stent delivery systems are 100% visually inspected for kinks during the mfg process. Additionally, a sampling of units is destructively tested to verify lumen integrity. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the mfg line before release. Product performance engineering will monitor the incident circumstances.